Manufacturer narrative:
The fse dispatched date stated 13-nov-2017. The corrected date is10-nov-2017.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) found dried salts on some connectors on the asm board from apparent past pump leakage. The fse reseated and cleaned the connectors. The fse noticed that patients total areas were below 800 (optimal range 700-3000); the small syringe was replaced. The chromatograms were abnormal, especially after ao peak. The fse found the det.output set at ~3-4 mv; adjusted to ~59mv and re-calibrated. Calibration and quality controls were good and patients total areas were 1000-1200. The fse could not duplicate the 710 z1-axis error message reported by the customer. The fse replaced the thermal printer due to fading printout. The fse ran several patient samples several times without any further issues. The g8 instrument was within specifications after completing the repair a complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were two similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 - troubleshooting, indicates that 710 z1-axis error message is generated when an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. One point eight (1.8) limitations of the procedure: total area; dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. The most probable cause of the reported issue was due to leakage onto the asm board.

Event description:
On (B)(6) 2017 a customer reported getting random 710 z1-axis error message on the g8 instrument. The customer requested service in order to address the issue. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.